Manufacturer narrative:
(B)(4) g2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately twenty-two years and seven months post implantation due to a worn articular surface. There is no additional information available.